Event description:
A customer reported that sterile infiltration tubing ruptured during use. No patient injury or adverse impact was reported. The device was requested from the customer for evaluation; however, it was not returned, and no direct assessment could be performed. A prior investigation of this type of tubing failure was conducted and documented in investigation and evaluation report dated (B)(6) 2019. That investigation concluded that tubing leakage was only observed when the tubing was kinked during testing. Events of this nature are most often associated with kinking of the tubing during use, which can result in pressure buildup and subsequent rupture. Because the device was not returned, the specific contributing factors in this case could not be confirmed. No evidence of a manufacturing defect was identified. Based on available information, the most likely contributing factor was unintended use error. Similar tubing events are monitored through routine complaint handling and quality review processes to identify any emerging trends.

Manufacturer narrative:
This MDR is being submitted late due to findings from an internal audit, which identified that certain complaints had not been adequately evaluated for MDR reportability. In response, CAPA 24-08 was initiated to address and correct deficiencies in the complaint handling and MDR assessment process. As part of a two-year retrospective review conducted under this CAPA, five complaints were determined to meet MDR reporting requirements. These reports are being submitted accordingly.